Manufacturer narrative:
B3: event date is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode percutaneous lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000114181.

Event description:
It was reported that the patient had ineffective stimulation due to lead migration. The investigation did not determine which lead attributed to this issue. Surgical intervention was undertaken, and the lead was attempted to be revised but ended up being damaged during removal. The lead was then explanted and replaced, and therapy was restored post operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.